Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged, false positive results were acquired. There was no patient impact reported. The following information was provided by the initial reporter: "it was reported that customer is reporting 6 false positive pediatric 442020 bottles from lot 1264708 that were all around the same time."

Manufacturer narrative:
After further evaluation, the previous MFR report #1119779-2022-00014 was submitted in error and should be considered canceled. The customer noted 6 false results, all at the same time in the same instrument location. This is an event that is clearly distinguishable to the end user as false results and would not result in patient harm.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged, false positive results were acquired. There was no patient impact reported. The following information was provided by the initial reporter: "it was reported that customer is reporting 6 false positive pediatric 442020 bottles from lot 1264708 that were all around the same time".